Event description:
New information received indicated that another occurrence of post-paced t-wave oversensing was seen via merlin transmission. Patient was asymptomatic. Programming changes were recommended to resolve the oversensing issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin transmission showing episodes of non-sustained rv oversensing. Stored egm indicated that the episodes were due to post-paced t-wave oversensing. Programming changes were recommended and were made. No further issues reported and patient is doing well.